Event description:
The rptr did back to back (rapid succession) blood glucose tests, using the same fingerstick. Results were 37 and 203 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the rptr checks the test strip confirmation dot when testing. Rptr uses an accurate technique of applying blood, and cleans the meter on a regular basis. No harm was alleged.